Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017, a field service engineer (fse) followed-up with customer over-the-phone to address the reported complaint. Per customer, the z1-axis error occurs when the sample needle is trying to go into and out of the tube. Fse instructed the customer to check the guide rod to make sure it was lubricated. Fse followed-up over-the-phone again the same day and was told by the customer that the guide rod was dry and the customer had lubricated the component as instructed. Customer informed that the g8 instrument had been running for about an hour with no errors. Fse ordered new sampling needle assembly for customer to replace the bent one. The g8 instrument was performing as intended. No further action is required. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017 for similar complaints was performed. There was one similar complaint identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, states 710 z1-axis error is an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error is generated when there is an operation error in z1-axis. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. Errors that do not interrupt the assay run. When the following errors occur, a message will be displayed, but the assay will continue. The solution is for the customer to inspect z1-axis. Execute smp.reset. The most probable cause of the reported event was due to lack of lubricant on the guide rod and bent sampling needle.

Event description:
On (B)(6) 2017, customer reported getting intermittent 710 z1-axis error on the g8 instrument. Customer noted that the top sample sensor is bent upward and it could not contact the tube. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.